Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that a patient had less than 50% therapy relief. There was an unknown catheter issue. The logs were checked, and roller/rotor study was performed. During an attempted dye study the catheter could not be aspirated. The system was completely explanted and replaced. Per the reporter, after explanting the catheter the healthcare professional (hcp) pushed fluid through both the distal and proximal segments and there was no obstruction, but he could not aspirate. The manufacturer¿s representative later confirmed that the pump was eos (end of service)-normal battery depletion. The explanted device was discarded, therefore unavailable for analysis. The patient was doing well after the replacement and was alive with no injury. The pump was used to infuse morphine (infumorph). Follow up was conducted to obtain further information, if additional information is received, a follow up report will be sent.